Manufacturer narrative:
Philips service created new dvd recording protocols; issue resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low-quality images recorded on dvd; pacs images unaffected on a azurion 7 m20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.